Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 40-60 mg/dl. Customer did not provide how they addressed their bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.